Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing or maintenance of the video laryngoscope, the led light turned on but the screen stayed black with no display output. After a number of months of non-use, when the device was initially powered on, the picture was reported as very dull with vertical lines running through the display image. On the next use, there was no picture at all, described as a complete loss of image. When an image had been present, the battery reportedly displayed ¿189¿ in the corner. There was no patient involved.